Event description:
It was reported that customer's blood glucose (bg) was 30 mmol/l and ketones were present. Cause was not known. Customer delivered a bolus via the pump and went to the hospital. Hospital administered insulin pens and monitored bg. Customer was discharged the same day with no injury.